Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. The previous number is 0001822565-2017-07348. (B)(4). Investigation summary: since the complaint item/lot number is unknown, the zimmer biomet receiving inspection record and the heraeus batch record reviews could not be performed. Also, since the heraeus batch record review could not be completed, the sterilization and manufacturing dates are unknown. Product examination was not performed as the product was not returned from the customer. This complaint is unconfirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals¿ with a potential explanation of "misalignment/wrong application time¿. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Complaint history review: as zimmer biomet does not hold investigation responsibility for the reported product, a complaint history search will not be performed. The bone cement remains implanted

Event description:
It was reported patient underwent knee arthroplasty of a competitor product and legacy zimmer bone cement. Subsequently patient is experiencing pain, loosening of the plate and states it is off center. Patient is also experiencing metallosis, radiolucent lines, and particle disease. Patient is seeking a surgeon to revise her.